Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when disconnecting interlobular fissure during a laparoscopic lobectomy, the surgeon was able to press the green button and squeeze the handle but the device was not able to fire. They replaced the devices to complete the case. There was no patient injury.